Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive event where one infusion set fell off during use. The infusion set was in use for 36 hours. Blood glucose at the time of event was noticed 221 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.